Event description:
The surgeon inserted a icm115v4 11.5mm implantable collamer lens in the left eye on (B)(6) 2012 and a couple of weeks later low vault was noted. The lens was removed on (B)(6) 2012 and replaced with a longer length lens and this resolved the problem. See MFR# 2023826-2012-00808 for the report on the other eye.

Manufacturer narrative:
(B)(4).